Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a previous instance of power-on-reset (por). It occurred after electrocautery was used in surgery. Issue was resolved in the past. No symptom/therapy allegation was mentioned. This occurred in 2012. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No follow-up was required as all the necessary information was provided. If additional information is received, a follow-up report will be sent.